Event description:
The lay user/patient called lifescan (lfs) in 2008 alleging the one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported testing his blood glucose on the same day, at 9:55 p.m. The blood glucose result was 361 mg/dl. He took 6 units of humalog insulin (an increased dose); he normally would have taken 3 units. At 1:30 a.m., the patient woke up with symptoms of feeling hypoglycemic, he was cold and shaky. He ate a spoonful of honey and ate a muffin. He reported that this also occurred twice in the past. The patient's testing technique was correct. The meter was replaced. This complaint is reported, as the patient allegedly took an increased amount of insulin after obtaining the reported high meter result and subsequently developed symptoms that can be associated with hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.